Event description:
It was reported that the left ventricular (lv) lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d274trk implantable pacemaker/cardio/defib, (B)(6) 2011; 694965 implantable tachy lead, (B)(6) 2007; 407645 implantable pacing lead, (B)(6) 2007. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood on the distal conductor of the lead and it was not obstructed. It was also further noted that the full lead that was returned was thoroughly analyzed, visually and electrically, in an attempt to find the explanation for the ¿high thresholds¿ described in the event. Results for all electrical testing, including cross-continuity testing, were within specified parameters. The full lead was returned with no signs of implant or explant damage. An inner or outer insulation breach was not observed. No anomalies were discovered regarding the lead. By design, left heart leads are manufactured with a septum in the distal tip that will sometimes allow blood ingress.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.